Manufacturer narrative:
Manufacturer narrative: elevated intraocular pressure, secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting with elevated intraocular pressure with angle closure. The lens was exchanged with a shorter length lens and the problem was resolved.